Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was admitted to the hospital.

Manufacturer narrative:
Estimated event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the patient was experiencing stroke-like symptoms: problems with speech, cannot find words, slurred speech, and ¿things like that.¿ the issue started several days ago and the patient¿s symptoms had worsened. It was noted the symptoms were probably not related to the device, but they didn¿t know for sure. The patient went to the emergency room the night prior to this report and was transferred to a hospital. It was noted the patient might have a stroke. A CT scan did not show a stroke, but they wanted an MRI to investigate if the patient had a stroke or not. No further complications were reported.